Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: after calibration, the epg passed the final functional test.

Event description:
It was reported that the external pulse generator (epg) had a "sensing problem." The epg was tested. The status of patient involvement and the epg is unknown. No patient complications have been reported as a result of this event.